Manufacturer narrative:
The unit passed the displacement test. However, the unit alarmed a33 during basic occlusion test due to slightly loose drive support disk. The unit was received with minor scratches on the lcd window, case and reservoir tube window. The unit was received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. The unit was received with a broken belt clip slot.

Event description:
It was reported the insulin pump was squiring insulin after she released the act button it continues to shoot out. Customer's blood glucose was 206 mg/dl. Customer's mother stated the device squirted out insulin during manual prime. The device was also alarming during prime. Customer's mother stated the device was not dropped or bumped prior to the alarm. The drive support cap was reported loose and does not recall pressing it. Small gap was noted. Customer was not wearing the device during prime. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.